Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: tlh event description: hospital [name] tlh for multiple uterine fibroids during a total laparoscopic hysterectomy (tlh) for multiple uterine fibroids, the subject device was used to perform in-bag morcellation of a uterus weighing approximately 1 kg using cooper scissors. During the morcellation procedure, the containment bag was unintentionally torn without being noticed. From some point thereafter, the bowel was also inadvertently grasped together with the specimen and was accidentally damaged during morcellation. The procedure was interrupted when a difference in tissue color was noticed, raising suspicion of bowel injury. (Subsequently, after conversion to open surgery, it was confirmed that a segment of bowel had been trapped in the gap created by the torn bag.) A consultation with the gastrointestinal surgery team was then performed. Bowel injury was confirmed, and the patient underwent laparotomy and low anterior resection to reconstruct the injured bowel. According to comments from the primary surgeon, dr. [Name], the uterus was very large and the surgical field was poor throughout the procedure. The bag size provided little margin, and it might have been preferable to consider using a larger size (gtb17). In addition, on reflection, there may have been an error in the sequence of placement of the guard and retractor. Patient injury was confirmed. After confirmation of bowel injury, a surgical consultation was obtained and the procedure was converted to open surgery. Bowel reconstruction was performed by low anterior resection, and the patient is currently under treatment. This event unit will not be returned. Intervention: after confirmation of bowel injury, a surgical consultation was obtained and the procedure was converted to open surgery. Bowel reconstruction was performed by low anterior resection. Patient status: bowel reconstruction was performed by low anterior resection, and the patient is currently under treatment.